Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted 2005-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high pacing threshold. The lead was reprogrammed to maximum output of 7.5 v. The rv lead threshold was subsequently measured at three different pulse widths and found to be acceptable. The output was reprogrammed to 3.5 v. A revision was not necessary; the lead remains in use. No patient complications have been reported as a result of this event.